Manufacturer narrative:
Results: upon return of the device, the alarm battery door was missing and a piece of the case inside the battery compartment was broken. The tone selector button was not functioning. The unit powered on and alarmed as designed and at no point during this evaluation did the alarm fail to sound when it should. The unit passed all functional testing at this time and the initial complaint could not be confirmed. Add'l investigation later confirmed the reported complaint of the alarm not sounding when weight was removed from the sensor pad. No further investigation could be performed due to the physical damage on the alarm. (B)(4).

Event description:
Customer reported the alarm has power but does not sound. Customer did not provide a date when issue was discovered. No patient incident or injury was reported.